Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Additional information: d4: UDI#. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The electrode is heavily worn, residues can be found all over the surface of the ceramic and the fractured tip. For comparison to a new gk384r, the analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence 3 (5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: there is no indication for a material, manufacturing- or design-related failure. Based on the investigation, the failure was most likely caused by an overload situation in combination with wear and tear. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved components: gk373r - inner tube w/handle for gk372r. Gk370p - shaft only f/modular monopol.electr.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ceramic electrode. According to the complaint description the l- hook of the device came off at the tip base during surgery. The malfunction occurred during cauterization in a laparoscopically assisted vaginal hysterectomy (lavh). The tip fell into the surgical field and was then removed from the patient's body. An additional medical intervention was necessary for retrieval of the broken part. This event prolonged the surgery for 5-10 minutes. Additional information was not available. (B)(4).